Event description:
It was reported that during a transurethral injection of a urethral bulking implant in a male patient, the needle broke twice during the procedure. The doctor used biopsy forceps and retrieved the needle pieces during the initial procedure. No patient injury or further complications were reported. The complaint sample was discarded by the attending personnel in a sharps container.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The doctor was using the bulking implant off-label as the product was being used on a male patient. The implant is indicated for transurethral injection in the treatment of adult women diagnosed with stress urinary incontinence due to intrinsic sphincter deficiency. In addition, the instructions for use of the implant material state the injection method requires the use of needles specified in the labeling. The needle being used was not one of those specified for use with this bulking material. The raw materials used in the implant material is known to cause degradation to needles comprised of polyurethane such as the one used in this procedure. The investigation concluded the most probabale cause of this event was the user failed to follow labeling indications and used the product off-label.